Manufacturer narrative:
Unit received and performed the following, placed unit under microscope and found contamination/moisture damage at the connector pins, unable to continue with functional testing or verify loss communication and led anomalies. In conclusion, the customer complaint of led or communication anomalies could not be confirmed, due to the moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported change sensor alert, transmitter light did not blink on and off when disconnected from the charger, sensor was not connecting and loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product mmt-7841zn,mmt-1884l,mmt-7040b,mmt-7715. Troubleshooting was performed for sensor alert, transmitter charging and partially performed for loss of communication. The customer confirmed that the serial number was programmed in pump. It was unknown whether the communication issue was resolved or not. No harm requiring medical intervention was reported. No product return was required for mmt-1884l,mmt-7040b,mmt-7715. Mmt-7841zn was returned for analysis.